Event description:
It was reported that customer experienced cgm error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not return, and successfully started new sensor session; no additional information was received regarding the outcome of the event.